Event description:
An 18f ultimum ev introducer was selected for use. The hemostatic valve leaked during the procedure when a device was in situ. The pt lost 400cc of blood during the procedure and received a transfusion. The pt is in good condition following the procedure.